Event description:
According to the report the patient was suddenly unable to hear anymore. The external equipment was exchanged but the situation did not improve. Testing confirmed that the device has malfunction.